Manufacturer narrative:
This report has been identified as b. Braun (B)(4) internal report # (B)(4). We received one used clip. The pre-disinfection clip attached to the unused connector but did not come off immediately. 1. Visual: no abnormality was not found. 2. Others: the clip was attached to an unused connector with an unused catheter attached, there was no particular abnormality and the clip did not come off immediately. 3. Review of manufacturing records: any abnormalities were not found. The product design is being updated to increase the force required to open the catheter connector under change control: (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however this item or similar items are sold in the united sates by b. Braun medical, inc.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): catheter detached. The connector was unlocked after a green cap came off, and which caused catheter withdrawal.